Manufacturer narrative:
(B)(4) is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer), and (B)(4) (the importer). (B)(4). The actual pump involved in the event was returned for evaluation. The pump was tested three times for volumetrics with a rate of 250ml/hr and a volume to be infused 25ml with results as follows: 1st test: 24.8ml or 99% of expected volume in 6 minutes 0 seconds, 2nd test: 24.9ml or 99% of expected volume in 6 minutes 0 seconds, 3rd test: 24.9ml or 99% of expected volume in 6 minutes 0 seconds. The pump performed within specifications. In a follow up call to the facility, the reporter from the facility stated the event occurred on (B)(6) 2012; however, there was no log activity recorded on (B)(6) 2012. The pump's logs were reviewed on the last day of activity which was (B)(6) 2012. The pump's operational log was reviewed. The last day that shows infusion activities on the log was (B)(6) 2012. On (B)(6) 2012 at 23:17:19 new therapy was set. A new vtbi (volume to be delivered) and rate were set to 10ml and 50ml/h respectively. At 23:17:34 the piggyback, secondary infusion was selected as the type of therapy. A new vtbi and rate were set to 100ml and 100ml/h respectively. The piggyback infusion was started at 23:17:52 and stopped at 23:59:14 with 68.93ml infused or 100% of expected volume. The pump went into standby mode at 23:59:20 and remained in standby mode until 0:13:28 on (B)(6) 2012. On (B)(6) 2012 at 0:13:30, the piggyback infusion was restarted and completed at 0:32:00 with 31.07 infused or 100% of expected volume. The automatic turn-over to the primary infusion occurred. The pump started infusing with a vtbi of 10ml at a rate of 50ml/hr. The primary infusion was kept going until the kvo (keep vein open) mode came on at 0:44:09 with 10ml infused or 100% of expected volume. The kvo was then turned off at 0:54:06 with a 0.5ml infused or 100% of the expected volume. The infusion was completed at the same time. The pump remained not being used for the rest of the day and was turned off at 1:04:47. Based on the results of this investigation, the pump operated as intended. All available information has been forwarded to the device manufacturer. If additional pertinent information becomes available, a follow up report will be submitted.

Event description:
As reported by the user facility: 8713050u, serial (B)(4). Display shows complete when not- no additional details.